Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the steps that were taken to resolve the issue was "generator was repositioned" and the hcp noted that the issue has been resolved. Device removal or replacement is not planned and the hcp noted that the device is still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the ipg had come out of the pocket. Patient said they noticed this about 6 weeks ago and then said that it was also the same time their bowel symptoms started. Patient confirmed prior to battery migration that their bowels were normal and urinary symptoms under control. Patient had device implanted for bladder, which has been working very well to manage those symptoms. Patient said 6 weeks ago they noticed their battery was moving about very freely under the skin and could be flipped. Patient stated, "for the past month or so" they thought the ins was "shutting down" their intestines. Patient said when the therapy was on, they were incapable of moving their bowels at all/were having constipation, but when they turn therapy off, they could have a bowel movement within about a half hour. Patient said they had very sensitive bowels. Agent reviewed it was very likely the battery migration could have caused the lead to migrate as well resulting in bowel symptoms. Patient mentioned they would be having surgery on (B)(6) 2025 due to this issue. When asked, patient said they had not notified managing healthcare provider (hcp) about bowel symptoms. Agent suggested patient update managing hcp for further device discussion and evaluation.